Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the battery. The navigation system then passed the system checkout and was found to be fully functional. The suspected battery was returned for analysis. The battery was not able to hold a charge for the expected amount of time and the failure was confirmed.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system was not holding charge. It was indicated the batteries were low. There was no patient impact. No complications were reported/anticipated.

Manufacturer narrative:
Correction: patient was not present when this issue occurred. Additional information: unique device identification (UDI) and device manufacturing date provided.

Manufacturer narrative:
The FDA codes were updated to reflect the current coding guidelines. If information is provided in the future, a supplemental report will be issued.